Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair in a kit is inconclusive due to the condition in which the sample was returned. One 5 fr triple lumen powerpicc solo hf 3cg kit was returned for evaluation. An initial visual observation showed the kit was returned open. The contents of the kit were removed from the packaging and a long, dark hair was found next to the statlock and tegaderm dressing. The hair was observed to be partially within the open plastic bag which contained the statlock and dressing. Because the kit was returned open, it was not possible to determine when and how the observed hair came into contact with the kit. A lot history review (lhr) of redn2242 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hair found in a PICC kit. The kit was not used on patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn2242 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hair found in a PICC kit. The kit was not used on patient.